Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -16.0/+4.0/x112. Device evaluated by manufacturer? No: lens remains implanted. (B)(4) refractive surprise. A lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1, -16.0/+4.0/x112 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. There was refractive surprise due to data error entered on axis and spherical power. A supplemental wil be submitted when additional information is available.